Event description:
It was reported that the device exhibited high atrial thresholds. No patient symptoms were reported. It was discussed a likely physiologic change causing the increased thresholds. Programming change was made.